Event description:
It was reported that after a da vinci-assisted surgical procedure, the head of 30-degree endoscope was observed to be burnt out and customer was unable to turn it at all. The endoscope was retested but it did not resolve anything. The procedure was completed using the same endoscope. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the endoscope moved with an uncontrolled motion during the procedure, though the image was not believed to be inverted and no reversed controls were reported. No thermal damage was known. No images or video were available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope to perform failure analysis. The endoscope was placed on an in-house system and it failed the functional test. The endoscope was not recognized by the system due to a bad radiofrequency identification (rfid) tag. Additional observation(s) : during inspection, the cable integrated connector housing exhibited discoloration. The endoscope was found to have damage on the button pack assembly. Visual inspection confirmed hairline crack(s) on left and right buttons. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. When the endoscope is first installed on the da vinci system, recognition gets checked first by reading the radio frequency identification (rfid) chip. The probable root cause of recognition failure is attributed to communication issues with the rfid chip. The da vinci system may not be able to detect the endoscope information found in the rfid chip due to it being damaged, dislodged, or corrupted.

Event description:
Refer to h11 for follow-up information.